Event description:
Reportedly, the customer did not have a form of back up insulin therapy and declined a follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was in the 400's mg/dl. Reportedly, the customer did not have a form of back up insulin therapy.